Event description:
When inserting the catheter into the disc, the surgeon retracted and twisted the catheter to reposition and the surgeon suddenly felt no resistance. When looking on x-ray, the distal tip was loose for 3cm, but the inner thread was not broken. The surgeon was capable of removing everything out of the body, however, a small incision was needed to take it out through the skin.

Manufacturer narrative:
Product was received, but evaluation is not complete. When the evaluation has been completed, a supplemental report will be filed.